Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false tachycardia episode due to oversensing with large atrial flutter waves. The icm remains in use. No patient complications have been reported as a result of this event.